Event description:
The patient reportedly experienced a burn on her chest which she treated by placing a cold wet cloth on it. The patient reported that the casing on the back of the pump looked as if it had melted and the color was changed. The patient reported that she was wearing the pump clipped to her bra. She reported that she continued to wear the pump after it cooled down and was working properly since. She stated that the battery cap was intact, secured to the pump, and was never replaced. She stated that the battery compartment threads were intact and there was no corrosion or leaking. She stated that she did notice a crack down the side of the pump. This report is made based on the allegation that the patient experienced a burn associated with the pump overheating.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 29 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The battery cap was intact and able to secure properly to the pump. The battery was not returned with the pump for investigation. The complaint regarding overheating could not be confirmed or duplicated on investigation. Evaluation revealed that the battery compartment is cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.